Event description:
Updated summary: customer reported having a low blood glucose value. Customer stated that his temporary target was active while in smartguard and his glucose was steady at 266mg/dl for a few hours with no auto corrections given from noon to 2pm. Customer said around 2pm, he stopped the temporary target, then alleged that the pump randomly gave one correction bolus of 3.825u that caused his blood glucose value to drop to around 50mg/dl. No treatment was mentioned for the low. Customer also alleged having a low reservoir alert. Troubleshooting was not done. Helpline could not reach the customer. Pump was used within 48 hours of the low. Smartguard was used. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced alarm-pump-low reservoir. The customer reported blood glucose value of 50 mg/dl. The customer reported hypoglycemia treated with other. The event involved product(s) mmt-1884, mmt-7040a, mmt-441ag, mmt-332a. The customer reported low blood glucose. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for mmt-441ag. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.